Event description:
During the cooling phase of cardiopulmonary bypass (cpb) blood flow through the oxygenator was reduced due to either an "obstruction" in the oxygenator or a malfunction of the centrifugal pump in the circuit.